Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who received dilaudid (unknown concentration and dose) in an implantable pump for non-malignant pain and failed back surgery syndrome. The pump was alarming due to battery "about due to be dead" when it was replaced on (B)(6) 2016 (surgery took 3 hours). The patient's "legs started to go bad" and the patient was "almost in a wheelchair." The patient experienced pain around the pump. X-rays were taken in the hospital and the patient was told nothing was wrong with the system. It was not until the replacement surgery when a catheter issue was found; "catheter was plugged and screwed up." The catheter came loose and was draining into their body. The pump and catheter were both replaced. Since the replacement, the patient was doing better; not falling asleep, falling all over. The patient was using only a cane due to neuropathy.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was scheduled for a pump replacement due to the elective replacement indicator (eri), and the issue with the catheter was discovered in the operating room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.